Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 8780, lot # 0207089215, implanted: (B)(6) 2013, explanted: (B)(6) 2014. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
An inquiry was made for the product and patient statuses. It was provided that a catheter revision took place on (B)(6) 2014. During the revision visually there was no occlusion. The pump connector was placed nicely over the pump. However, the physician cut the catheter in half and "injured" the catheter near the pump connector. The entire catheter was explanted on (B)(6) 2014 and was returned. No update had been provided from the physician regarding the patient's current status.

Manufacturer narrative:
Analysis of the catheter revealed the catheter had dried drug, blood, or foreign material occlusion.

Event description:
It was reported that a catheter occlusion and volume discrepancies occurred. The expected volume was 3.2 milliliters (ml) but the actual volume was 19 ml. The catheter was checked with lopamiro. The dye medium was observed in the pump¿s pocket and nothing went into the catheter. The needle was in the sideport and was checked under x-ray. The catheter remains in-service/implanted, however, a revision was planned for the (B)(6) (also reported as (B)(6) 2014) as the issue was not resolved and cause was not determined. Diagnostic testing included a dye study, rotor/roller study, checked logs, and x-rays. At the time of the report the patient's status was reported as alive-no injury. There were no patient symptoms or complications associated with this event. This device system delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.